Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the black button of the vapr 3 footswitch broke off. The complaint device was received and evaluated. Visual observation confirm that the black button was broken and the device presented marks of wear. In addition, the screws of both pedals presented signs of corrosion and the cord was found damage. The functional test was not performed due to damage in the button and in the cord. The complaint can be confirmed. The possible root cause for damages in the button and cable, can be associated to lack of maintenance and corrosion found can be attributed to fluid ingress into the system. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [1709061] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [1709061] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4).

Event description:
It was reported by the sales rep via email that during a rotator cuff repair procedure the black button of the vapr 3 footswitch broke off. Another foot pedal was used to complete the procedure. No patient consequences. A small delay reported.